Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. The pump was not making correct calculation based on information entered by the customer. The customer stated the issue was intermittent. Troubleshooting was completed but did not resolve the issue. The insulin pump will be and the other device will not returned for analysis.